Manufacturer narrative:
On (B)(6) 2024, customer reported discrepant case with xpert mrsa/sa bc assay. The below two test results are from the same patient sample. On (B)(6) 2024, the customer tested patient specimen with xpert mrsa/sa bc assay, lot 21104, adf 2. The sample was processed according to the pi. The result reported mrsa negative and sa positive. On (B)(6) 2024, the customer retested the same patient specimen with xpert mrsa/sa bc assay, lot 21104, adf 2. The sample was processed according to the pi. The result reported as mrsa negative and sa positive. The customer tested the same sample in alternate platform and the test results are as follows: maldi biotyper: s. Aureus identified. Walkaway: mrsa detected in both sets. Visual confirmation of mic: the results match those from walkaway. Cfx growth observed; mpipc is 2. Only one type of organism appears to be growing on the medium. There is no information on the date the alternate test was performed, and no test report was shared by the customer. The patient medication history and treatment were not shared by the customer and is unknown. At this point, the investigation is still ongoing. Sample is pending return and in-house investigation. At this time, no patient harm has been reported, however more information to be obtained. A supplemental report will be submitted once additional information is received. In section b1 'product problem' and section h3 'malfunction' were selected as these sections are required for submission. However, there is not enough information at this time to make a determination. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert mrsa/sa bc test and the unavailability of that product lot to be returned to cepheid.

Event description:
On (B)(6) 2024, customer reported discrepant case with xpert mrsa/sa bc assay. The below two test results are from the same patient sample. On (B)(6) 2024, the customer tested patient specimen with xpert mrsa/sa bc assay, lot 21104, adf 2. The sample was processed according to the pi. The result reported mrsa negative and sa positive. On (B)(6) 2024, the customer retested the same patient specimen with xpert mrsa/sa bc assay, lot 21104, adf 2. The sample was processed according to the pi. The result reported as mrsa negative and sa positive. The customer tested the same sample in alternate platform and the test results are as follows: maldi biotyper: s. Aureus identified. Walkaway: mrsa detected in both sets. Visual confirmation of mic: the results match those from walkaway. Cfx growth observed; mpipc is 2. Only one type of organism appears to be growing on the medium. There is no information on the date the alternate teat was performed, and no test report was shared by the customer. The patient medication history and treatment were not shared by the customer and is unknown.

Manufacturer narrative:
This case describes a discrepancy between xpert mrsa/sa bc results and phenotypic results reported by the customer: the staphylococcus aureus yielded mrsa negative; sa positive results with xpert but antimicrobial susceptibility testing results (automated system microscan) reported oxacillin resistance. Our lab investigation confirmed the absence of meca/mecc resistance genes and the absence of known chromosomal mutations that can confer oxacillin resistance in the absence of meca/mecc. One set of multiple susceptibility tests performed, subculturing colonies from the original culture sent by the customer and applying antibiotic pressure, yielded cefoxitin screen positive results, although susceptible mics for oxacillin. The culture from the original plate also showed the presence of small colonies mixed to regular size colonies, suggesting a mechanism drug tolerance (likely an unstable mutation conferring transient resistance to a subpopulation). We were unable to reproduce the results except for once, confirming the transient nature of the phenomenon, which has been widely described (burford-gorst and kidd https://www.mdpi.com/2079-6382/13/9/845). The likely root cause is the presence of a modified staphylococcus aureus (modsa) subpopulation. Given the unstable nature of the mutation, we were unable to capture it in the sequencing analysis. In conclusion the sequencing results were consistent with the xpert mrsa/sa bc results (the s. Aureus isolate is negative for the presence of meca and mecc genes). Our lab investigation was able to reproduce once the positive cefoxitin screen results, corroborating the suspicion of a transient antibiotic tolerance. Based on our in-house investigation performed there is no malfunction with the cepheid device and this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.